Manufacturer narrative:
Sections with additional information as of 30-nov-2021: h3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: complaint was forwarded to supplier quality based on complaint's description for investigations, internal evaluation has been completed by the manufacturer. Visually inspected returned two needles: needles arrived with protective cover removed. Pen needle showed no signs of being bent, broken or warped. Plastic cover aligns with needle to properly remove it from the insulin pen. Needle dispenses properly with lab prefilled insulin pens. All (returned and retains) test results meets the requirements. Most likely underlying root cause: mlc-061: improper use/mishandle by end user.

Manufacturer narrative:
Internal report reference number: (B)(4). Pen needles were returned for evaluation. Evaluation in process. Note: manufacturer contacted customer in a follow-up call on 04-oct-2021 to ensure the customer¿s initial concern was resolved- unable to establish contact with customer who stated the pharmacy refused to replace the pen needles. Note: manufacturer made several attempts to contact customer to ensure the customer¿s initial concern was resolved- unable to establish contact with customer.

Event description:
Consumer reported complaint 32g pen needles were bent or warped. Son is calling on behalf of the customer. Customer stated the package had not been open or damaged when received. At the time of the call the customer felt well and did not report any symptoms. Customer did not claim to be injured while using the pen needles and no medical intervention related to the use of the product was reported.